Event description:
Additional information received from MFR on 8/5/1997. The sample was tested and no visual or functional discrepancies were noted. Conversations with the customer indicate that customer usage caused the leakage experienced. Not withdrawing the catheter through the duckbill valve will cause the valve to leak. The leakage was detected and corrected with no pt injury occurring. The facility has been offered additional inservicing for their personnel. No corrective action will be taken by this manufacturer, as no problem was identified with the device.